Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise could not be conclusively determined.

Event description:
During follow-up, lead noise was detected in the vf-zone and inappropriate therapy was delivered. Replacement of the lead is anticipated. The patient is well.